Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through checking and cleaning various pump components, but the customer was unable to load the cartridge successfully. The issue was escalated, and the customer eventually managed to load the cartridge and resume insulin delivery. To maintain confidence in the product, a replacement pump was sent to the customer, who was instructed on how to return the faulty device and prepare for the new one.